Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 90 to 110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:262mg/dl date: (B)(6) 2018 time:06:43am fasting, result 2:197mg/dl date: (B)(6) 2018 time:06:44am fasting, result 3:206mg/dl date: (B)(6) 2018 time:06:48am fasting, result 4:213mg/dl date: (B)(6) 2018 time:06:41am fasting. After discussing everything with the customer he does not want to get the meter replaced. He would like to continue to use the meter for a while. No replacement sent.